Event description:
It was reported that during injection the plunger broke with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from french to english: 72-year-old patient, the syringe plunger broke during an injection. Syringe changed.

Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. Through visual inspection, the plunger of the syringe is observed to be broken. A device history review was performed for the reported lot 1902267, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct cause, it was determined this incident likely occurred due to the plunger getting jammed within in the manufacturing equipment, damaging the plunger and resulting in the plunger breaking upon use. The damage also could have occurred during the transport processes. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the plunger broke with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) year old patient, the syringe plunger broke during an injection. Syringe changed.